Event description:
During surgery, the surgeon found a foreign material (curved needle) in the cement when mixing the cement; thus, he stopped mixing it in the bowl and another simplex p was used without problem. The bowl was not stryker product and it was a single use product, however, this hospital sterilizes it and use it repeatedly. There was no adverse outcome to the patient due to the event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).